Event description:
It was reported that the device was being used on the patient and the patients temperature was not decreasing. It was reported that the device was used on the patient for approximately one hour. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
This issue was resolved for the customer by replacing the main control board.

Event description:
It was reported that the device was being used on the patient and the patients temperature was not decreasing. It was reported that the device was used on the patient for approximately one hour. The patient was not adversely affected and no clinically relevant delay in treatment was reported.